Event description:
Customer reported that during an infusion set change his insulin pump alarmed no delivery, motor error, and one other alarm. The alarms occurred during prime. Customer's blood glucose was 170 mg/dl. There were no significant events leading to the alarm. The device was not exposed to a strong magnetic field. The alarm was cleared. Customer does not use the sensor feature. He is unable to rewind the device. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
A cracked reservoir tube lip, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. The insulin pump alarmed for a motor error during the rewind due to a corroded motor home switch. No other error alarm could be confirmed due to the motor error alarm. A missing end cap sticker was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.